Event description:
Boston scientific received information that this guide catheter perforated the patient's pericardium. The patient became bradycardic and hypotensive. Additional intervention was performed including the creation of a pericardial window and insertion of a chest tube. The procedure was stopped and the patient was transferred back to critical care. No additional adverse patient effects were reported. The guide catheter was discarded and will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).